Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel. Technical services (ts) reviewed the reports and noted that the histograms could be indicative of farfield oversensing, atrial fibrillation (af), or noisy signals. Ts suggested reprogramming options and troubleshooting actions, such as evaluating the integrity of the atrial lead. The device remains in use. No adverse patient effects were reported.